Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, it was reported that the pacemaker entered back up mode (bvvi). The reason for the device entering bvvi mode is unknown. Technical services helped restore the device's normal function by reprogramming and the patient was stable.